Event description:
It was reported that the patient felt pain during the use of device. No medical or surgical intervention was reported.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. D4 and g5 are unknown. No information is provided to date. Initial reporter also sent report to FDA is unknown. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).